Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending section cover glue was separated and discolored, the connecting tube protector was torn, the switch section key top 1 had wear and tear, the universal cord and ultrasonic-universal cord were both kinked, angulations were out of specification, and the distal end insulation resistance value was out of specification. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, gastrovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the acoustic lens (ultrasound transducer) had been damaged with a missing part. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens damage issue could not be determined, however, the issue was likely due to stress as a result of user handling/mishandling. The event may be prevented by following the instructions for use sections below: instructions, ultrasonic gastrovideoscope, olympus gf type ue160-al5 important information ¿ please read before use warnings and cautions - caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.